Event description:
On (B)(6) 2015, a laparoscopic bilateral inguinal hernia repair was performed. The procedure occurred without operative complications and a six week healing period was observed. Immediately following the surgery, bilateral pain was indicated to post operative staff that was not reconciled with medication. Pain is recurrent and dull. Movements of the abdomen, groin, torso aggravate pain. Pain is unlikely to be resolved with time and operating physician specialized in hernia repairs with good reviews. The following meshes were used; 3d max mesh-right medium, lot number huyk1305, ref # (B)(4), exp: 11/2019; 3d max mesh-left medium, lot # huyg0885, ref # (B)(4), exp: 08/2019; 3d max mesh large meshes were subject to a recall and it was reported as more likely than not related to current issues with 3d max medium.